Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the red protective cap was not attached to the device and therefore, the sterile package was damaged by the unipolar part. Another device was used to complete the case. No pt consequence.